Manufacturer narrative:
The device was returned to a third-party service center and evaluation completed. Based on an error code observed in the download error log, a ventilator inoperative condition occurred indicating the therapy central processing unit was still running in boot monitor software. The system printed circuit assembly required replacement to address this issue. As part of the 4-year preventive maintenance procedure, the muffler assembly, air foam inlet filter, particulate filter needs to be replaced. No repairs were completed at the time of the device evaluation because the estimate was rejected by the customer and the device was therefore scrapped.

Manufacturer narrative:
The initial report for the device detailed in this report was sent in error. The device was reported to need preventive maintenance carried out but has not been returned to the manufacturer's service center for maintenance. If the device is returned, and upon evaluation of the device a reportable issue/malfunction is identified, the issue will be evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction is identified.

Event description:
A trilogy evo ventilator was returned to a third-party service center for maintenance service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen flow sensor board needed replaced to address the oxygen flow sensor drift, railing to maximum negative value as evidenced by ventilator service required error code. Additional findings not related to the malfunction/issue include the rubber feet and whisper cap were missing, replacement of the front enclosure with the new version so the secure data card no longer has space to slide inside the device, the porting block was deformed and the oxygen blending module gasket was contaminated.